Manufacturer narrative:
Product ID: 924256, lot# 082200814a, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the fixation of the stimloc device at the time of implant, the stimloc was ¿damaged.¿ the device was replaced as a result of the event and the procedure was completed. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the stimloc device found ¿the clip was able to be assembled with a known good base, cap, and lead.¿ it was noted ¿the base and cap were not returned.¿ there was no anomaly found with the returned stimloc component.